Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon rupture occurred. The unspecified lesion had a heavy plaque burden but was not calcified. This 12 x 1.50 mm apex push monorail balloon was used for pre-dilation and rupture at 10 atm. No complications were reported and the device was successfully removed and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).